Manufacturer narrative:
Updated fields; b4, b6, b7, d4, d10, g3, g6, g7, h2, h4, h6, h10, h11. Corrected fields: d9, g1, h6 (health effect ¿ impact codes). Other contact information: (B)(6).

Event description:
N/a

Manufacturer narrative:
The customer has not requested getinge to evaluate the iabp in connection with this event. However, we are attempting to contact the customer. If additional information is provided, we will submit a supplemental report. Unit not available for testing.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) began alarming and displaying "over-temperature". The user switched devices and had the pump taken to customer's biomed. There was no harm or injury to the patient and no adverse event was reported.